Event description:
The customer reported there was a defect with the system's collimator/potentiometer. No report of pt injury.

Manufacturer narrative:
A ge service representative was able to repair the system over the phone. However, no reports of pt or staff injury.